Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the front panel lights flashing could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the front panel leds on his olympus evis exera ii xenon light source were flashing during use. According to the initial reporter, customer was able to trouble-shoot the device and get it functioning properly again. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, tac recommended turning the unit off, exercising the tab to 12 o¿clock on the scope socket and then powering the unit back up. The customer confirmed that this troubleshooting was successful. At this time, the subject device is not scheduled to be returned. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.